Event description:
It was reported that during a hernia procedure, on approximately the seventh firing, the clip would not fully load into the jaws. The device was removed, cycled, and re-inserted, but the same thing happened. A second device was opened and the same thing occurred as with the first clip. A third device from a different lot number was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam, malformed clip, advancer bypass. Device b: batch #= f9gd8j. Mfg date: 3/31/2009: exp date: 2/28/2014. Empty. Evaluation summary: the analysis results confirmed that the el5ml device a was received in good visual condition. It was cycled and an advancer bypass incident was noted causing one pear shaped clip; the next two clips were conforming. In the fourth firing sequence a double feed issue was found causing one malformed clip and one conforming clip and then, in the next firing the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one malformed clip and one conforming clip were released. Once the jaws were cleared, it was cycled again and other one advancer bypass was presented resulting in one malformed clip and one conforming clip. The last three clips were formed as intended, however, sticking issues were noted during the firing sequence. A corrective action has been initiated to address the root cause of the sticking issues. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the el5ml device b was received in good visual condition. When testing the device for functionality it was noted to be empty and locked out; the orange indicator was noted beyond its intended position. The clips could not be fed into the jaws as the instrument was returned empty. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.